Manufacturer narrative:
Combination product: yes, the lead was received for analysis. Explant date is presumed to be (B)(6) 2024 when a new lead was implanted. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The insulation was found rubbed through 44.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing on this lead was noted via home monitoring. The patient was called for follow up in the clinic. It was decided to deactivate the ICD therapies and to perform a lead intervention. Patient was admitted. Should additional information be received, this file will be updated.